Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the reporter was instructed to bypass the boom and run the dvi cable directly to the monitor and set the monitor input to dvi; an image appeared. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present when attempting to use the digital visual interface (dvi) signal. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to because the dvi cable from the cv-190 was not connected. The cause of the dvi cable not being connected from the cv-190 could not be identified. Olympus will continue to monitor field performance for this device.